Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the y13tn device was being used during a "surgery for instep" on approximately (B)(6) 2020 when it was reported "in the middle of drilling to insert an anchor, a surgeon found that the tip of drill bit was broken, and it was being inserted into a patient's bone. The surgeon decided not to remove it from the patient's body due to huge bone losses. The surgery was completed successfully using stryker's anchor. The patient's condition is good. The surgeon fully explained the safety of the broken tip so that the patient can be aware of the broken tip and understand its safety." This caused a 5-minute delay to the procedure; however, the procedure was completed as planned. There was no report of injury, medical intervention, or hospitalization for the patient. The patient's condition was reported as "good". This report is being raised on the basis of injury due to a component being left in the patient.

Manufacturer narrative:
Evaluation of the returned used device found the drill bit tip broken off. Note that the drill bit and needles are limited use. Additionally, the maximum anchor depth into bone to be <12mm (.472") to allow for anchor relief. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame 27,045 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00007. Per the instructions for use, the user is advised that preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of implants are important considerations in the successful utilization of these devices. Surgeon must choose proper implant size based on specific procedure and patient history. Do not use excessive force on instruments to avoid damage or breakage during use. This issue will continue to be monitored through the complaint system to assure patient safety.